Event description:
Allegedly, screw hit other implant upon insertion. Head broke off screw. Remaining portion of screw fully embedded in bone.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon and the user facility. Trends will be evaluated. A medwatch 3500a was rec'd from the user facility and is attached. This report will be updated when the investigation is completed. This is a product malfunction.